Event description:
On (B)(6) - the dealer stated that the pronto m91 powered wheelchair battery charger when plugged in, the orange light come on, turned red and started flashing. Additionally, it was not charging, and it was also reported to having a "hot melting smell". No patient injury was reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto m91, serial number/date (B)(4) is approximately five month old. The owner's manual part number 1141450 rev. E (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). However, age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.